Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received eight inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead, and the lead integrity alert (lia) triggered. The rv lead also exhibited increased sensing integrity counter (sic) and highrate non-sustained tachycardia (nst) episodes. The twos discriminator on the device was unable to withhold the therapies due to the unusual t-wave and r-r patterns. The device and lead were reprogrammed, and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.